Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum the patient was admitted to our department on (B)(6) 2024 due to neonatal necrotizing enterocolitis. Following the doctor's advice, an intravenous channel was established. The nurse performed routine operations and the puncture was successful. When the blood was returned, it was found that the white isolation plug of the indwelling needle was bleeding and leaking, which affected the puncture effect and increased the number of punctures. The patient was young and prone to infection. After the incident, it was immediately removed, bleeding was stopped, and the indwelling needle was replaced for puncture, and the adverse event was reported. Due to the quality problem of the indwelling needle, the child was punctured again, which increased the pain.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows blood oozing from the end of the septum. 2. DHR/bhr review lot#4052017 1-this batch of products were assembled at intima ii auto line 2 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-in response to the leakage at the septum, the plant has launched CAPA investigation 3. The 800mm simulated clinical leakage test was conducted on the retained samples from this batch. It was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): the returned photo shows blood oozing from the end of the septum. In response to this defect, the plant has launched a CAPA investigation to trace and investigate its root cause.